Event description:
The customer reported an image defect. There was no patient or user harm reported due to the event. The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the scope was not presenting an image. This report is being submitted for the malfunction found by service (no image).

Manufacturer narrative:
The device evaluation also found the video connector and case were cracked, and the rubber adhesive was chipped. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.